Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this complaint reports that a during procedure, the intertan nail for right leg was inserted in the left leg of the patient. It has been communicated that no clinical documents are available. Per e-mail exchange with quality team in japan the intertan nail chart-stik label confirms that the labeling was correct for the implant. The patients current status has been reported as ¿staying in bed¿. Since this is a procedural error and there is no relevant clinical documentation, no further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during procedure, the nail for right leg was inserted in the left leg of the patient. Noticed when distal screw could not be implanted correctly. Intervention performed is unspecified. A delay of 30 minutes was reported. Injuries are unspecified.